Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. Customer's blood glucose level was "high". Specific value was not provided. Customer administered a correction bolus via the pump. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.